Event description:
It was reported that during the farapulse procedure to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that during the preparation no issues were noted. No air was visible during the first aspiration without dilator but when the catheter was inserted air was drawn continuously during aspiration. It was noted that approximately 40 ml were aspirated and air continued to come out. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse procedure to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that during the preparation no issues were noted. No air was visible during the first aspiration without dilator but when the catheter was inserted air was drawn continuously during aspiration. It was noted that approximately 40 ml were aspirated and air continued to come out. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that a pressure bag was used as a method of irrigation for sheath. The bubbles were observed in the flushing line and aspiration syringe. The guidewire was inside the tip of the catheter when the farawwave was inserted into the sheath. No other issue has been reported.

Manufacturer narrative:
Additional information added to b5: describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the farapulse procedure to treat paroxysmal atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that during the preparation no issues were noted. No air was visible during the first aspiration without dilator but when the catheter was inserted air was drawn continuously during aspiration. It was noted that approximately 40 ml were aspirated and air continued to come out. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that a pressure bag was used as a method of irrigation for sheath. The bubbles were observed in the flushing line and aspiration syringe. The guidewire was inside the tip of the catheter when the farawwave was inserted into the sheath. No other issue has been reported.